Event description:
The customer called to report a button error alarm that she was unable to clear due to unresponsive buttons. The customer stated that she did hold down the buttons for more than three minutes. Advised the customer that the insulin pump would be replaced. The customer later called and reported that she went to the emergency room due to not being able to use the insulin pump. The reported blood glucose reading at the time of the call was 259 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm anomaly was noted. The insulin pump had intermittent button/keypad response due to moisture damage on the button/keypad trace. The overlay had a weak adhesive bond.